Manufacturer narrative:
Analysis is normal. No anomalies were found.

Event description:
It was reported that during implant, the lead failed to capture. Another lead was used to complete the procedure.